Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneous elevated ck-mb result above the normal reference range for one patient's sample generated by the unicel dxc600i synchron access clinical system. The erroneous elevated result was reported out of the laboratory. The sample was repeated and the lower result within the normal reference range was obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Customer technical support noted qc is recovering lower than customer's mean.

Manufacturer narrative:
The sample was drawn into a sodium heparin primary tube with gel separator. The sample was centrifuged in a swinging bucket centrifuge at 3100 for 10 minutes at room temperature. Per customer, on (B)(6), 2011 ck-mb calibration was performed and it passed. Service was not dispatched for this event. No root cause could be determined for this event.